Event description:
Patient's line was flushed and positive blood return was present. Family called and blood had leaked through the distal end of the tubing attached to the needle just before the clave. The registered nurse (rn) clamped the tube and flushed ns through and found a hole near the needless connector of the powerloc max safety infusion set. The rn then de-accessed and re-accessed the port.